Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low and high blood glucose and also received a no delivery alarm. Customer also stated that the alarm did not occur during manual prime. The blood glucose level was declining to 49 mg/dl and rising to 330 mg/dl. Customer treated her low with eating cookies. The product will not return for the analysis.